Event description:
On or about (B)(6) 2007 the pt was implanted with an ams perigee graft. It was reported that the pt began experiencing severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems some time after implant. It was reported that the pt had the product(s) removed on (B)(6) 2011.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.